Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the patient was not visible on the test station, while it was available on the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the data synchronized service failed to start and identified a potential database write access issue and the site was experiencing database connectivity issues from the information technology (it) side. A technical support specialist (tss) performed troubleshooting and resolved the issue on both devices by installing the required components, after which the service was restored successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the patient was not visible on the test station, while it was available on the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.